Event description:
Line inserted (B)(6) 2012. White lumen flushing, but no aspiration. Linogram requested on (B)(6) 2012. No leak/rupture. After injection lumen flushes and aspirates easily. Red lumen aspirates and flushes but painful injection and no contrast at tip - extravasation of contrast (approx 6ml) along tunnel site indicating line rupture. Line removed (B)(6) 2012. Hole seen in tunnelled portion of line.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.